Manufacturer narrative:
Investigation -based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Event description:
As reported via legal documentation, on (B)(6) 2008, this patient underwent right total knee replacement surgery and was implanted with an optetrak cc polyethylene tibial insert. Patient experiences pain in his right knee and may require a right knee revision surgery to remove the remaining recalled liner at a later time. There is no other patient demographic or medical history available. There is no information on a surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.